Event description:
It was reported that during a ptca/stenting procedure, the 12mm x 2.75mm liberte coronary stent embolized. The patient presented with a non-q wave mi. Angiography showed a moderately impaired left ventricle with severe inferior hypokinesia, and severe coronary artery disease with heavy calcifications through the left and right coronary arteries (rca). There was 60-99% stenosis throughout the rca. Due to the patient's critical condition, angioplasty was recommended rather than bypass surgery. The physician placed a 16mm x 3.5mm liberte stent in the proximal rca at 14 atm following pre-dilation. Then a 8mm x 3.0mm liberte stent was placed in the mid rca at 12 atm following pre-dilation. Next, a 12mm x 3mm liberte stent was deployed at 16 atm in the proximal rca. The physician then attempted to place the 12mm x 2.75 liberte in the mid rca distal to the other stents, but was unable to deploy the stent. During the removal attempt, the stent embolized, and was visualized by angiogram in the proximal rca. Attempts to retrieve the stent were unsuccessful, and a surgical consult was requested. In the meantime, the patient developed bradycardia and a temporary pacemaker was inserted. As the patient remained hypotensive, an intra-aortic balloon was placed. The patient was then transferred to the ICU with a blood pressure of 80 systolic. The patient expired the following day. Cause of death was reported as "many issues." Additional information including the cause of death has been requested.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.